Event description:
End user was contacted on (B)(6) 2013 after an e-mail was received. Medical questionnaire received states she injected her insulin in her stomach the week of (B)(6) 2013 and when she pulled it out to make sure the insulin was dispensed, she noticed there was no needle. She searched the immediate area and could not find it. She called the doctor the next day and made an appointment for (B)(6) 2013. She was sent for x-rays and this dr made appointment with a surgeon on (B)(6) 2013. The outpatient surgery was performed on (B)(6) 2013. The surgeon tried for an hour using x-ray machine for location but could not remove it. The surgeon advised end user to wait for the pentip to come out on its own. Now when she uses her stationary exercise bike and pedals she gets poked, but it does not cause pain. Reference MFR report # 8021764-2013-00006.